Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Device evaluated by MFR: it was received for analysis an opened box with seven unopened samples of product. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were noted. A functional test was performed to strands using a federal gauge to measure the suture diameter and the results meet the requirements. Per the condition of the sample, no performance suture diameter issue was found since the sample meet the finished goods requirements

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. Before use, some suture intended for surgery had different thickness in different parts of the suture. The suture was not symmetrical throughout itself. Before usage, a malfunction was noticed and the suture was not used. The surgery was completed successfully. There were no patient consequences reported.